Event description:
Additional information received reported that the steps taken to resolve the reported issue was that they increased channel on the device and getting better.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-33, lot# va0llsh, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
The patient experienced loss or change of therapy. The patient reported he was going a lot more to the bathroom and was not sure why. The patient was not sure if he should increase or decrease stimulation. The patient stated it seemed when he increased stimulation he went more. It was confirmed that therapy was on and patient was on program 1 at 1.90 v. The patient reported that the change in therapy /symptom was noted to be sudden in nature. The patient stated, the problem started in (B)(6) but noticed going more the day prior to this call. The patient also mentioned he had leg operation 2 weeks ago. The patient diagnoses were: urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.